Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4) implanted: (B)(6) 2010, product type: catheter. Product ID: 8590-1, lot# n263626, implanted: (B)(6) 2010, product type: accessory. (B)(4).

Event description:
It was reported that the patient had missed a refill and the pump started alarming that same day, though telemetry had yet to be per formed. The patient had relocated about five months earlier and had yet to find new physician for refills. It was noted that the patient typically had refills every six months and also had oral baclofen. About a month prior to report, the previous refilling physic ian¿s office had contacted the patient to remind her of her refill date. It was also stated that another office had suggested that the pump be filled with saline until it was able to be filled with medication. The device system was used to deliver baclofen.